Event description:
It was reported that 2 bd insyte¿ autoguard¿ cateters i.v. 20g x 1.16¿ (1.1 x 30 mm) (latin america) had a needle through the catheter. The following information was provided by the initial reporter: "during an arterial puncture, while removing the device, its plastic portion (that stays inside the vessel) was perforated by the mandrel without activation of the safety device. It occurred twice with same batches. Customer further reports ((B)(6), 01.oct.2020): the use of the device was for an arterial puncture for invasive blood pressure reading. The only impact to patient was the needing of one more arterial puncture. There was no vascular compromising, no medical intervention needed, nor increase of hospitalization period either."

Manufacturer narrative:
H.6. Investigation: a physical sample was not available for investigation but bd was provided with a photo of the issue for evaluation. A review of the device history record was performed for the reported lot, 0120897, and no quality issues were found during production. Our quality engineer reviewed the provided photo and observed that the device appeared to be used and the needle had pierced through the catheter tubing. Based off the provided photo the engineer was able to verify the reported defect. However, without a physical sample available for testing we were unable to identify a definitive root cause. H3 other text : see h.10.

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 2 bd insyte¿ autoguard¿ cateters i.v. 20g x 1.16¿ (1.1 x 30 mm) (latin america) had a needle through the catheter. The following information was provided by the initial reporter: "during an arterial puncture, while removing the device, its plastic portion (that stays inside the vessel) was perforated by the mandrel without activation of the safety device. It occurred twice with same batches. Customer further reports (B)(6) 2020: the use of the device was for an arterial puncture for invasive blood pressure reading. The only impact to patient was the needing of one more arterial puncture. There was no vascular compromising, no medical intervention needed, nor increase of hospitalization period either."